Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have intermittent loss of capture at maximum outputs and a slight decrease in r-wave amplitude measurements. The patient had an underlying rhythm of complete heart block with an escape rhythm of 40-45 beats per minute. The patient was asymptomatic with their heart rate but did report feeling tired. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.